Event description:
It was reported that the patient experienced curling of the left toes before she went through a security gate. After the exposure to the security gate, she still experienced curling of the left toes but also tingling of the left leg, swelling of the left foot and tenderness at the neurostimulator site. The patient was at home. Further information is being requested from the hcp.